Manufacturer narrative:
Additional information was received indicating that immediately following of this bioprosthetic valve, the patient was brought back to the operating room due to persistent bleeding from behind the heart. The patient was diagnosed with atrio-ventricular (av) disruption. A hematoma was discovered through the transverse sinus and by lifting the heart on the right side. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: hemorrhage (bleeding) is a known potential adverse event per hancock ii IFU. There is no direct relationship between the device and these symptoms from the limited information available. This event does not indicate device misuse or malfunction. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. The valve remains implanted and the patient continues to be monitored through the clinical trial.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, which required extensive decalcification, the patient began bleeding. Increased inotropes and transfusions were required. The patient was brought back to the operating room where transesophageal echocardiogram (tee), re-exploration right mini thoracotomy, evacuation of hemothorax. And reconstruction of the mitral valve were performed using cardiocel patch. The patient tolerated the procedure well and was discharged home 21 days later. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.